Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited backup operation. The patient was asymptomatic. After device code download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.